Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿great deal of pain¿ (not further specified). The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and the patient was discharged on the same day as the initial receipt of this report. On an unreported date, the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics (doses and frequencies were not reported). At the time of this report, the antibiotic treatment was ongoing. No further detail was provided regarding the outcome of the peritonitis or whether pd therapy was ongoing. No additional information is available.